Event description:
The hospital rep reported a fail code 812:02. The hospital rep did not have information regarding whether the failure occurred during pt use or biomed testing. Additional contact info was requested but no additional contact was identified. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.